Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-9628 drill bit broke off in the patient while drilling during an rtsa procedure. The broken tip was not removed from the patient. The drill bit was replaced to complete the case successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.